Manufacturer narrative:
(B)(4). Only event year known: 2022 batch # unk. Possible lots: 30906663, 30826678 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Can patient demographics be provided? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counterclockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation? If so, please describe the shape and location. Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status?

Event description:
It was reported that there was an anastomosis insufficiency post-operatively. Left-sided colon. It was operated with davinci, intraoperatively no anastomosis ¿ leakage could be detected, with icg blood flow was checked. ¿procedure: sigmacarcinom¿.

Manufacturer narrative:
(B)(4). Date sent: 06/13/2022 additional information was requested, and the following was received: what were the indications for surgery? Sigmoid resections no deep rectum or similarly complicated. Can patient demographics be provided? No. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Dr. (B)(6). Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Always compressed to after the middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Unknown. Was the green checkmark visible at the end of the firing? Always triggered in the lower green range. How many counterclockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Removal of the stapler also without problems. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Were there any issues noted with staple formation? If so, please describe the shape and location. Was the staple line visualized endoscopically during the initial surgical procedure? Always complete donuts. How many days postoperative did the leak occur? All insufficiencies went high on day 4-7. How was the leak identified? Unknown. What was observed at the site of the leak upon reoperation? Unknown. How was the leak addressed? Unknown. Always dense bubble test. Rectoscopy unremarkable. No rectoscopy images available.

Manufacturer narrative:
(B)(4). Date sent: 07/12/2022. Additional information was requested, and the following was received: no device will return for investigation. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.